Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the uti was resolved. This was the patient's first uti in many years and they didn't have a history of them. It was noted that they had a history of cold sores on their lips. They wondered if the placement of the leads on their nerve could cause their terrible rash, open sores, and burning and bleeding with bowel movements. Watching what they ate and eating no food with acid in it helped and they slowly improved. They had a biopsy and a culture taken two weeks prior to the report and found they didn't have herpes simplex, but did have lichen sclerosis. It was a chronic disease that will always reappear. The patient stated that this was all connected with their device.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting cold sores on their rectum. Inside the rectum. And outside it. Anything too rough or that had acid burned when their stool came out. It was noted that they had cold sores for years, but the trouble with them started shortly after they switched programs and they wanted to know if their device could have caused it. It was mentioned that they were on the same program since they were implanted until the end of (B)(6) 2017 or the beginning of (B)(6) when their healthcare professional (hcp) switched their program, since there were concerns about it being too high. At that time, it was not perfect but they did get at least 80% normal. On (B)(6) 2017, it was reported that, in (B)(6) 2016, the patient was on program 1 for a year. Their device helped control the stool about 70 to 85% compared to before the surgery. In (B)(6) 2017, their hcp said they should switch programs every couple of months. Within a month of changing to program 3, they were in a lot of pain and burning when they were having bowel movements, especially when they were loose. They saw their hcp, who checked the patient's rear and saw several sores that were open and bleeding. The hcp said it was herpes, just like what caused their cold sores. The patient was put on acyclovir at 400 milligrams (mg) four times a day and was given a shot, but it didn't help much. Then, they got a urinary tract infection (uti), which they took cipro for ten days. In (B)(6), they were switched to valacyclovir at 500 mg three times a day. Then, they got a yeast infection and took more cipro, but still didn't get better. Their sed rate (erythrocyte sedimentation rate) was noted to be at 87. For 10 to 12 weeks, they were in a lot of pain, even when they were walking, but it was extremely worse during actual bowel movements. During all this time, they came to realize it was much worse after anything with acid in it, like spaghetti sauce, ketchup, pizza, picks, spicy foods, or even dairy products like ice cream. The patient switched back to program 1 and, although they still had the sores on the outside of their rectum, they began to hurt less. Within a couple of weeks, the outside sores healed and the pain was only when they had soft stools. They were still taking valaclovir at 500 mg once a day and their hcp said that they should continue that. They thought their inside sores were beginning to heal but it was still painful when they ate certain foods. They knew that herpes was irritated by nerves and program 3 started it to go wild in them. Although they knew that their surgeon didn't want to stay on program 1, they were going to until they thought their rectum was healed. Then, they would try program 2. It was noted that, at the end of (B)(6) 2017, their sed rate was at 87 and they had it drawn again on the day of the report. They would know the results in a week. Despite their ordeal, they were still happy that they had the device. It was noted that, on (B)(6) 2017, their sed rate was 61. There were no further complications reported or anticipated.